Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root causes of the reported phenomena. [Consideration] the main lamp was not lit from the following facts obtained in the investigation, it is presumed that this phenomenon occurred due to the failure of the power supply unit and the igniter, but the cause of the failures of the power supply unit and the igniter was not identified. Facts obtained by the investigation it was confirmed from the inspection report of olympus china that the lamp did not light up and it was caused by the failure of the power supply unit and igniter. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The emergency lamp was not lit the following facts obtained in the investigation did not lead to the identification of the factors in which the phenomenon occurred. Facts obtained by the investigation it was confirmed from the inspection report of olympus china that the emergency lamp was not lit. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was duplicated the reported phenomenon and it was occurred due to the power supply unit and igniter failures of the subject device. In addition it was found that the emergency lamp was not lit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the main lamp of the subject device was not lit because the igniter did not work during preparation for the laparoscopic surgery (a patient was not under anesthesia). The intended procedure was completed with another similar device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.